Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the atrial lead demonstrated noise oversensing, which resulted in pacing inhibition. No intervention was performed. There were no patient consequences reported.

Manufacturer narrative:
Further information requested but was not received.